Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that a minimum fill notification occurred. It was also reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified and the alleged low bg issue was verified in the pump logs; however, no failure was identified.